Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (303 mg/dl at its highest) and insulin injections were administered to address the bg level. The cause of the high bg was not known. A pump system check was performed and no issues with the pump were found. Tandem technical support advised the contact to discuss the high bg events with a healthcare provider. The customer was satisfied and had no further questions.